Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose level was 46 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose. Customer stated that their insulin pump was not working. Insulin pump had low battery alarm. Customer had put new battery but insulin pump did not turn on. The battery compartment was damaged or spring was corroded. Contacts on battery cap were not missing or damaged. Display was not blank for less than 30 seconds and did not return. It was unknown whether the customer was using auto mode feature. The insulin pump will be returned for analysis.